Event description:
Pt was revised to remove polyax tibial distal screws that were put in too long (left side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the screws put in the pt were too long. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.